Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when a new infusion set was connected to the patient line, the user noticed leaking at the luer lock. Reportedly, the infusion set appeared to connect to the luer lock connection normally. The user's blood glucose (bg) level was 400 mg/dl. The user changed the infusion set and resumed insulin delivery to address bg level.